Event description:
Intermittent audio alarm failure detected during pre-patient operation tests.

Manufacturer narrative:
Eval by elab shows that the audio alarm passed all testing. A systematic review & investigation for cause of this issue has been completed, refer to evr19980081. The root cause has not been identified & is not expected to be identified. No corrective action is recommended at this time since the failure could not be duplicated. This complaint is closed with no further action.